Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the fluidics module, was replaced as a preventive measure and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 13, 2016. Based on qa assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. The returned fluidics module sample was replaced as a preventive measure. Therefore, the sample will not be inspected. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the screen switched to setup and the functions along the bottom tray were gray and the balanced salt solution icon was also grayed out. The system would not recognize a new cassette. The system was exchanged to complete the case. There was no patient harm.